Manufacturer narrative:
The pump alarmed motion sensor test failure alarm during the rewind due to a corroded motor home switch. Unable to perform the operating current, unexpected restart or all functional testing, including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests due to the motion sensor test failure alarm. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a broken belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed. The customer's blood glucose level was 88 mg/dl at the time of the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.